Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was received indicating that the reported issue occurred during a colonoscopy procedure, there was another device that was involved during the procedure. There was no delay and the intended procedure was completed with the same device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the event was not confirmed and the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had an image that was not bright enough, even after trying different scopes. The issue occurred during a colonoscopy procedure. There was no delay and the intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an image that was not bright enough, even after trying different scopes. It is unknown when the issue occurred. There were no reports of patient harm.